Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the event was unrelated to the use of any fresenius device or product, as the cause of the peritonitis was constipation following a recent. Approximately 29% of all pd patients suffer from constipation, usually due to multiple comorbid conditions. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up, the pd registered nurse (pdrn) confirmed that the patient was diagnosed with peritonitis on (B)(6) 2019. The patient¿s peritoneal effluent fluid cultures were positive for gram-positive staphylococcus (species not provided). The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1000 mg daily (duration not provided) and diflucan daily (route, dosage and duration not provided). The pdrn stated the cause of the peritonitis was constipation following a recent colonoscopy. The patient¿s technique, husband¿s technique and many other patient related factors were ruled out. The pdrn stated the events were unrelated to pd therapy or any fresenius device(s), drug(s) or product(s). The patient continues to utilize the same liberty select cycler without issue. No samples were returned for physical evaluation by the manufacturer.